Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided caller through the reset process, after which the error did not appear again. Caller successfully started their sensor session.